Event description:
Covidien endo gia ultra universal stapler with covidien endo gia curved tip articulating reload with tri-staple technology - 45mm vascular/medium closed, but the stapler cartridge would not fire.